Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a hip revision was performed due to recurrent dislocations. R3 cup, r3 liner, and oxinium femoral head from primary hip replacement were removed. Surgeon then, at his own discretion, cemented an r3 constrained liner straight into the acetabulum.

Manufacturer narrative:
(B)(4).